Event description:
A review of service data detected a reportable event. During servicing, e-belt sn (B)(4) was found to have a damaged cable. The last patient to use belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the cable running from the rear 2 therapy pad to the distribution node was damaged. The cable was pulled from the distribution node, exposing wires. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt cable. The last patient to use this belt did not report any problems.